Event description:
A malfunction was reported. There was no adverse impact to the customer's blood glucose level. The customer's pump was set to be replaced by technical support, who confirmed that the customer was informed about the replacement and provided with a replacement pump to ensure uninterrupted insulin delivery.